Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a fusion at levels l3-s1. It was reported that the screws broke at s1. The patient reported pain and underwent revision surgery to remove the construct but the broken screw ends were left in the patient. The remainder of the construct was successfully explained. No additional patient info was reported.